Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom stuck rear battery pins. Visual observation verified four depressed battery contact pins that were found to be caused by an external influence. The rear case requires replacement to correct this condition however; the customer was offered a replacement device due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had stuck rear battery pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.